Event description:
It was reported that a patient underwent a hemroidectomy procedure in 2008. Since that time the patient experienced a serious bacterial infection and had a carbunkle. The patient was treated with antibiotics and underwent a "sphincter muscle cutting" procedure in 2009 to "build a canal" to drain the rest of the infection. The patient reported that she had "pockets that kept breaking through my skin." The patient reports needing a third surgery to remove the stitches that caused the infection and did not dissolve. The patient indicates they can feel two stitches on the outside and believes there are more on the inside where the scar tissue is at. Additional information requested.

Manufacturer narrative:
Infection - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.